Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colorectomy, while on colorectal tissue, the surgeon clamp tissue and press green button however handle could not be squeeze and loop to fire. The staple line was incomplete and the jaws of the device lock on tissue. The instrument was removed by releasing the black adjust knob of the handle. Reload was replaced by another one to resolve the issue in order to complete the case. There was no patient injury.